Event description:
A malfunction alarm was reported by the customer, who experienced issues charging the pump with a wireless charger at work. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to try resetting the pump at home and to call back if further assistance was needed.